Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue.  Physio also observed that the device would not remain powered on when prompted.  Physio found that the customer had previously installed the shorting plug onto the device¿s charge-pak assembly and then removed it.  This action of installing and removing the shorting plug crushed the contacts on the charge-pak assembly and upon being placed back into the device, caused its internal hybrid layer capacitor (hlc) batteries to deplete which prevented the device from powering on. The cause of the reported issue was determined to be use error due to the customer installing, then removing, a shorting plug onto the charge pak assembly prior to reinstalling it into the device which resulted in the depletion of the internal hlc batteries. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue. The customer was advised that their device is not field serviceable and no longer under warranty. It was recommended that the customer obtain a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that a customer's device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. The third party service agent sent the device's downloaded electronic records to physio-control for review where it was observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if necessary.